Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer functioning as intended. The patient underwent an explant procedure, and all explanted devices were kept by the medical facility.